Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected information: section d4: model number. The device model was updated to "thv valve unknown" since the actual device model is not known.

Manufacturer narrative:
The implanted valve models and sizes are unknown. Possible valve used ¿ edwards sapien transcatheter heart valve ¿ PMA p110021, or edwards sapien xt transcatheter heart valve ¿ PMA p130009. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (pressure from the implanted valve on cardiac structures) likely contributed to the 3rd degree av block / lbbb on pod5 and subsequent ppm implant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Reference for article: katsanos, s., van rosendael, p., kamperidis, v., van der kley, f., joyce, e., debonnaire, p., karalis, I.,bax, j., marsan, n., delgado, v. (2014). Insights into new-onset rhythm conduction disorders detected by multi-detector row computed tomography after transcatheter aortic valve implantation. The american journal of cardiology. Https://doi.org/10.1016/j.amjcard.2014.08.020. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-04457.

Event description:
As reported by our affiliate in the netherlands and through an article, ¿insights into new-onset rhythm conduction disorders detected by multi-detector row computed tomography after transcatheter aortic valve implantation¿, ninety-four (94) patients underwent tavi with edwards sapien valves (sapien or sapien xt) via the transapical or transfemoral approach. One patient underwent to a dual-chamber pacemaker implantation on postoperative day (p0d) 5 due to symptomatic intermittent grade three atrioventricular (av) block and lbbb.